Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2010. An obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on it was reported that patient concurrently underwent hsyterectomy.

Event description:
It was reported that patient underwent mesh removal on it was reported that patient concurrently underwent hsyterectomy.

Manufacturer narrative:
It was reported that patient underwent a&p repair on (B)(6) 2011 by (B)(6) due to recurrent pop with sui. (Per operative report). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Concomitantly, the patient underwent a vaginal hysterectomy on (B)(4) 2010. The mesh was removed on (B)(4) 2010 due to infection, inability to fully empty bladder, pain, skin irritation, bleeding, dyspareunia, and vaginal scarring. (B)(4).